Manufacturer narrative:
The reported event of oversensing due to noise which resulted in loss of pacing due to lead insulation damage was not confirmed. As received, only the connector end of the lead was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, oversensing due to noise which resulted in loss of pacing was noted on the right ventricular (rv) lead. Then during the lead revision procedure, lead insulation damage was noted on the rv lead. A portion of the rv lead was explanted while the rest was capped; and the rv lead was replaced to resolve the event. The patient was stable with no consequences.